Manufacturer narrative:
Since the initial report was filed, the investigation into the left ventricular (lv) perforation has concluded. The complainant did not return the pump product and ancillary equipment for investigation and analysis. The data logs were returned and analysis of them was completed. In addition to data log analysis a conversation with the operating physician was held. The data logs revealed no malposition of the pump in the lv nor any abrupt movement. The conversation with the physician revealed that the damage to the lv was more of a slice than a perforation and the thought was that the guidewire had caused the damage, not the impella pump. The guidewire was not returned for investigation. The failure mode will be monitored and trended.

Manufacturer narrative:
To date the medical facility has not yet returned the product for investigation. Also, further clinical details and imaging have been requested. Upon completion of the investigation a final report will be filed. Until said time, the failure mode of left ventricle perforation will continue to be trended.

Event description:
The medical facility was treating a patient admitted for a high risk angioplasty of the left main and right coronary arteries. Prior to the angioplasty the team placed an impella cp for hemodynamic support. The team also placed a temporary pacer. During the angioplasty the patient condition deteriorated and the team found she was experiencing a pericardial effusion with left ventricle wall perforation. The team pulled off 2000ml of blood and sent her to the operating department for repair.